Event description:
During a fistulagram on the arm the protege stent was reported as fractured. The physician deployed an additional stent. No injury to the patient reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Evaluation of images of the deployed stent received could not confirm the stent was fractured. Stent was implanted (B)(6) 2012.